Event description:
The account generated a falsely elevated architect potassium result on a patient specimen. Initially, the specimen was architect potassium = 7.0, but repeated at architect potassium = 5.9 on a different architect analyzer. No units of measurement were provided for the potassium results. The laboratory uses a potassium critical value of 7.0 and upper normal range of 5.8. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) evaluation - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. A final report will be submitted when the investigation is complete.